Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was given glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin causing the low. The insulin pump will be returned for analysis.